Manufacturer narrative:
Concomitant product(s): additional components explanted: plc161200/11691576 UDI:(B)(4); plc201400/unk.

Event description:
On (B)(6) 2016, the patient underwent treatment of a 55.3 mm abdominal aortic aneurysm (aaa) using gore® excluder® aaa endoprosthesis featuring c3® deployment system. On (B)(6) 2019, a type v endoleak (endotension) was reportedly discovered on follow up. Endotension was reportedly confirmed after several interventions for a type ii endoleak (see MFR report # 3007284313-2018-00175 and 3007284313-2019-00026). Aneurysm expansion was noted, and without identifying any other endoleaks, physician determined that endotension was present. The aneurysm expanded from 50mm at follow up in (B)(6) 2016, to 63mm at 3 year follow up. On (B)(6) 2019, the devices were explanted and the patient was converted to open repair.